Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. When the probe was received, the rear shell was pushed back and all tubing was removed form the pneumatic lines and the aspiration barbed port. The aspiration tubing had been clearly pulled from the barb of the engine based on the stretched tubing at the distal end of the aspiration line. The pneumatic lines were inspected and the shut tubing contained a ring of solvent, however, the open tubing did appear to have a lack of solvent. Based on the returned condition of the product, we were unable to draw a conclusive failure mode and cause for this event. Additionally, the probe could not be functionally tested for suction. The root cause of the customer's complaint could not be conclusively confirmed based on the returned condition of the sample. Tubes were pulled out from their joints and the sample could not be tested. After investigation of this complaint no corrective action is required at this time as root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not reach the set value without negative pressure, and the suction efficiency was low during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm reported.